Manufacturer narrative:
Product analysis: analysis was able to confirm the reported defective connector. The ventricular output connector did not lock properly because a broken pin of a patient connector was stuck inside. The epg also failed incoming tests. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a defective ventricular connector. The ventricular connector locking mechanism was broken. The epg was returned for service. No patient complications have been reported as a result of this event.